Event description:
It was reported that a dissection occurred. The target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. The lesion was prepared with a wolverine balloon followed by a semi-compliant balloon. A 4.00 x12 mm synergy megatron drug-eluting stent (des) was deployed at 11 atmospheres. However, after post dilatation with a 4.00 mm non-compliant balloon, a proximal stent edge dissection was observed. The dissection was classified as type b. Another 4.50 mm stent of shorter length was placed proximal to the megatron to cover the dissection, and the procedure was completed. No further patient complications were reported.